Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset area. The optical resolution is acceptable; focal length reading is 18.57 equaling a 21.0 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 08/24/2007. Add'l info has been requested.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a refractive error was observed. The lens was explanted. Add'l info, including pt status, has been requested.